Event description:
The sales associate reported the surgeon experienced difficulty cutting through the plates during an emergent re-entry of the patient's sternum. The reported need for re-entry is due to the patient's medical condition, however details regarding the patient's medical history have not been provided at this time. The patient expired during the emergency surgery. The physician's assistant (pa) expressed to the sales associate that they do not feel that the difficulty they experienced using the cutters affected the outcome of the case.

Manufacturer narrative:
The device evaluation is anticipated but has not yet begun. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.file one of three for the same event.

Manufacturer narrative:
The customer returned four wire cutters, therefore we are unable to determine which device was used in the revision surgery. The four wire cutters were visually evaluated and there were scratches indicating normal use. Two of the wire cutting pliers show white discoloration around the joints of the instrument that was likely caused by residue left from the cleaning process. The wire cutters were functionally checked by using them to cut a sternal lock j-plate, thickness 1.6mm to recreate the case reported on the complaint. The cutters were able to cut through the plates with no issues. There are no indications of manufacturing defects. The most likely underlying cause of the complaint issue cannot be determined as the complaint cannot be substantiated. The explanted plates were not returned for evaluation, therefore no supplemental reports were submitted for the associated reports 1032347-2015-00118 and 1032347-2015-00119.